Event description:
It was reported that in the cardiac care unit (ccu), a patient in cardiogenic shock was on an intra-aortic balloon pump (iabp). It had alarms of drain failure. The nurse called the clinical support specialist (css), the patient heart rate was in the 130's and the condensation bottle was empty. The staff had emptied approximately one inch of condensation and the alarm recurred after approximately 20 minutes. The alarm has occurred every 20 minutes since insertion. A manual purge was completed and it alarmed within a minute. The css called the field service representative to confirm there could be a valve problem. The iabp was switched to another autocat2 wave and sent to biomed. The staff was walked through fiberoptix sensor map cal and problem fixed with no further questions. There was no patient death, injuries or complications. No medical/surgical intervention was required. Additional information received on 9/22/2010 from the sales representative stated that the patient blood pressure was too low to tolerate the drugs to lower heart rate.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.